Event description:
Boston scientific received information that during the implant of this implantable transvenous lead, a perforation occurred resulting in a moderate pericardial effusion. A pericardiocentesis was performed with 400-450cc fluid removed. The pericardial drain was removed the following day.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.